Event description:
The reporter indicated that he had three instances where the stylet has been sticking in the devices. When using fluoro, it is evident that the stylet is sticking around the double crimp area where the irox coil is located. Via the fluroro, the lead is stiff up to the irox coil, while the rest of the lead is floppy.

Manufacturer narrative:
The device was not returned for analysis. However, an investigation was performed. Investigation results: the sticking of the stylet at the double-crimp area has occurred with stylets j'ed by hand. The double crimp area is rigid, straight section, and cannot easily pass a stylet that has its curve extending to its proximal end.